Event description:
The pump was returned for investigation. Investigation revealed a display failure and moisture ingress. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. The pump failed a leak test to a leak in the display lens. The cover was opened and evidence of moisture was found on components of the internal circuit board. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release. (B)(6).